Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low or negative anion gaps generated by unicel dxc 800 pro synchron clinical system on samples run for sodium (na), chloride (cl), and/or carbon dioxide (co2). The results were not reported out of the laboratory. Subsequent testing after recalibration produced higher anion gaps and the results were reported. There was no effect to patient treatment.

Manufacturer narrative:
The analyzer is routinely calibrated 2 times a day followed by a qc run. A week before the customer called bci hotline, there had been an event of low and negative anion gaps. The analyzer was recalibrated and the qc results were within the established ranges. On (B)(6) 2010, the chloride port was found to have a yellow crusty build-up. A bci field service engineer (fse) removed the flow cell and cleaned all electrode ports. The sodium (na) reference electrode and quad-o rings were replaced. On (B)(6) 2010, the customer called hotline due to a "ration pump not home" error message. Hotline instructed the customer to clean and lubricate the drive screw, which apparently corrected the problem. As of (B)(6) 2010, there were no further calls to hotline for the problem.